Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer stated that she changed a portion of the tubing and experienced high blood glucose levels within three hours. Blood glucose level at the time of the incident was 545 mg/dl, which was treated with the insulin pump. The customer reported that the no delivery alarm was resolved with a complete set change. The customer was advised to call at the time of the incident to troubleshoot. The insulin pump was not replaced or returned for analysis.